Event description:
Customer reported that the upper pressure limit setting on their unit was changing on its own. On the first occasion the setting changed from 24 to 32 without anyone touching the unit. On the second occasion, two weeks later, both the upper and lower alarm settings changed. There was no pt injury as a result of this malfunction.